Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y. While passing the needle from one jaw to the other, the needle disengaged into the patient cavity. The surgeon retrieved it using a hand instrument. Another reload was loaded onto the suturing device to complete the case. No patient injury or extension in surgical time. Patient status is alive, no injury.